Event description:
Caller reported advantage system blood glucose results, all mg/dl, all within 10 minutes: 357, 150 80, 62, 64. Customer stated that he was feeling symptoms of hypoglycemia, so he drank orange juice, felt better. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.